Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing kinked event on (B)(6) 2024. The blood glucose level was over 400 mg/dl. No further information available.